Manufacturer narrative:
The device has been returned and evaluated by product analysis on 16-oct-2019 with the following findings: during investigation, there was a blank display at power up with audible and vibrations. The buttons were unable to be tested to a blank display. The pump was opened and there was moisture corrosion found on the display connector and the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user¿s ability to read some or all of the information on the screen which may result in over or under delivery.